Event description:
Pendant cable pulled from body. Customer said bare wires were exposed. He did not know if pt was on bed. No injuries reported.

Manufacturer narrative:
A new pendant was sent to the customer for resolution.